Event description:
Received info that pump has stopped all insulin delivery. The impact to the customer is unk, but it is reported that the customer has long and short acting insulin therapy for backup.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.